Manufacturer narrative:
The unit will not be returned for evaluation at this time. If additional information is made available, a supplemental report will be sent.

Event description:
Nellcor puritan bennett received a report that the unit did not provide an audio tone. There was no patient harm reported.